Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that during the ipg replacement procedure for device upgrade, the physician moved the pocket location due to unknown reason. The patient was doing well postoperatively. No device malfunction was suspected. The explanted ipg will be returned. Additional information was received that the patient just wanted to move the pocket site to a different location since patient was getting a new ipg.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during the ipg replacement procedure for device upgrade, the physician moved the pocket location due to unknown reason. The patient was doing well postoperatively. No device malfunction was suspected. The explanted ipg will be returned.

Event description:
It was reported that during the ipg replacement procedure for device upgrade, the physician moved the pocket location due to unknown reason. The patient was doing well postoperatively. No device malfunction was suspected. The explanted ipg will be returned. Additional information was received that the patient just wanted to move the pocket site to a different location since patient was getting a new ipg.